Manufacturer narrative:
Device was used for treatment, not diagnosis. Schmelzeisen, r and et al. (2009). Patient benefit from endoscopically assisted fixation of condylar neck fractures - a randomized controlled trial. J oral maxillofac surg, 67,147-158. This report is for unknown miniplate /unknown quantity/unknown lot. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature schmelzeisen, r and et al. (2009). Patient benefit from endoscopically assisted fixation of condylar neck fractures - a randomized controlled trial. J oral maxillofac surg, 67,147-158. A prospective, randomized controlled, multicenter trial to quantify the patient benefit after open reduction and internal fixation of condylar mandible fractures was performed using endoscopically assisted treatment compared with surgical treatment using nonendoscopic extraoral approaches. A total of 74 patients were recruited between 2003 and 2006; the nonendoscopic extraoral group included 34 patients and the endoscopically assisted open reduction group included 40 patients. The median patient age was 27 years (range 18 to79) in the open reduction internal fixation (orif) group and 26 years (range 19 to 85) in the endoscopic group. Of the 74 patients, 28 (82%) and 32 (80%) were men in the (orif) and endoscopic group. The treatment of condylar mandible fractures with a minimal invasive endoscopically assisted technique is reliable and may offer advantages for selected cases, particularly concerning the lower occurrence of facial nerve damage. This is report 2 of 2 for (B)(4). This report is for an unknown miniplate and refers for 5 individual cases in the (orif) group where postoperative implant breakage was reported.